Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) was explanted and replaced. Debridement was performed and a drainage tube was inserted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 5076-52 implantable pacing lead implanted: 2013-(B)(6), 6947m62 implantable tachy lead implanted: 2013-(B)(6), 439688 implantable pacing lead implanted: 2013-(B)(6). (B)(4).